Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from netherlands that during service and evaluation, it was observed that the motor was blocked, had seized and was running rough on the compact air drive device. It was further determined that the machine was in bad condition, the housing was damaged and the inner and outer shaft were damaged and stuck. It was determined that the device failed the following pre-tests: general condition, marking and labeling, check cannulation, check air hose coupling, check function of soft mode switch (safety system), check for untrue running and check starting behavior. It was noted on the service order that the device was making a hissing sound when it was switched on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.